Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report for the se 2240 was not confirmed due to a lack of sample. Since the sample was not evaluated, it is unknown whether the product met specification. Not enough data is available within the report to identify root cause. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The hp stated there was a pinhole at the top of his supply bag. The technical service representative (tsr) had the hp cycle power to clear the alarm then explained a se 2240 indicates a large amount of air has entered setup and advised the hp to start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported.